Manufacturer narrative:
As reported, the inability of the user to successfully use the optifix at fixation device in the articulated mode resulted in the intervention of an additional trocar being utilized to facilitate fixation. The subject product was discarded by the user facility at the time of use and therefore is not available for evaluation. As reported, the user was new to the optifix at fixation device, therefore, it is possible adequate cupping, deployment angle, and/or counter pressure was not provided by the user during use of the device. However, without the sample to evaluate, we are unable to definitively determine why the fasteners in the device were not providing adequate fixation. The IFU for the optifix at fixation device prescribes the proper method for use of this device for proper fastener delivery and includes "place the tip of the optifix¿ at absorbable fixation system with articulating technology at the desired location perpendicular to the mesh or tissue and apply adequate counterpressure to ensure fastener is fully deployed. Different types of mesh may require different amounts of counterpressure." A review of the manufacturing records was performed and found that the lot was manufactured to specification. This MDR represents the second device used. An additional MDR will be submitted for the first device. Device was discarded.

Event description:
It was reported that two optifix at fixation devices were used in a larger laparoscopic umbilical hernia repair. It was reported that the fixation devices worked well in the straight mode, but when articulated, most of the tacks stood proud and some tacks did not penetrate the ventralight st with echo 2 hernia mesh. At least five tacks from each of the two fixation devices had to be removed. Per the company representative present during the case, it seemed like the user was using good technique. The case was completed with a sorbafix fixation device, but an additional trocar had to be placed on the other side. The surgeon is a new user to optifix at, he had used the device once prior in another case without any issue. There was no patient injury reported.